Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6) 2012. According to the complainant, when attempting to make a cut with the device, there were no changes noted to the tissue. Therefore, the physician felt the device was unable to deliver monopolar current. The device was replaced with a different device and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2012. According to the complainant, when attempting to make a cut with the device, there were no changes noted to the tissue. Therefore, the physician felt the device was unable to deliver monopolar current. The device was replaced with a different device and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted. A functional evaluation found that the wire's resistance and ability to conduct current were within specifications. Testing of the device found it met specifications with respect to electrical performance, therefore, the most probable root cause for the customer complaint is not confirmed. The twisted working length is likely due to customer usage/handling. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result - no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted.